Event description:
A report was received that the patient had a percutaneous lead implanted and the splitter was bulging out and was causing discomfort. The patient will undergo a lead revision.

Event description:
A report was received that the patient had a percutaneous lead implanted and the splitter was bulging out and was causing discomfort. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent revision wherein the physician opened the midline incision and noticed that the infinion splitter header was resting on top of the clik anchor that was causing the patient's midline incisional pain. The physician did a subcutaneous dissection, moved the header inches off of the midline, and closed the midline incision. The patient was doing well after the surgery.